Manufacturer narrative:
(B)(4). Evaluation of the patient ecogs and the stimulation path impedance. The review of the patient data was consistent with a potential lead break. The explanted product was not returned for investigation.

Event description:
The patient was admitted to the emergency medical unit on (B)(6) 2024 after reporting worsening of seizures. When reviewing the patient ecog data: signal artifact, impedances, and tilt alert were observed on the right occipital depth lead. Troubleshooting included palpation of the lead connection, while monitoring ecog changes. The first potential artifact spiking appeared on (B)(6) 2024 in a scheduled ecog on channel four (4). The first clear and obvious flattening/ artifact signal was observed on (B)(6) 2024. The cause was not identified. The lead was secured with a dog bone and lead protection. The lead was replaced on (B)(6) 2025.

Event description:
Refer to investigation results in section h10. Original report - the patient was admitted to the emergency medical unit on (B)(6) 2024 after reporting worsening of seizures. When reviewing the patient ecog data: signal artifact, impedances, and tilt alert were observed on the right occipital depth lead. Troubleshooting included palpation of the lead connection, while monitoring ecog changes. The first potential artifact spiking appeared on (B)(6) 2024 in a scheduled ecog on channel four (4). The first clear and obvious flattening/ artifact signal was observed on (B)(6) 2024. The cause was not identified. The lead was secured with lead protection and a dog bone. The lead was replaced on (B)(6) 2025.

Manufacturer narrative:
(B)(4). Evaluation of the patient ecogs and the stimulation path impedance. The review of the patient data was consistent with a potential lead break. The explanted lead was returned to neuropace for investigation. The lead was visually inspected upon receipt. Crushing damage was observed 19cm from the proximal end. The damage is consistent with damage that can result from the use of a dog bone clamp.